Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that their ins has been on "several years", that the ins is "useless if she can't get it going or working", and she needs the ins to help with pain. The patient noted that the ins has helped her with pain. The patient explained her reason for calling is to facilitate a meeting with a manufacturing representative (rep) and her primary care doctor's office. The actions taken by the patient prior to the call include: the patient working with reps, but the patient stated they were not aware of these issues. The role of a rep was reviewed with the patient and recommended their healthcare provider (hcp) page a rep to come out for their appointment. The patient did not know when these issue first started occurring. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Review of this MDR and or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jun-11 by a manufacturer representative reporting that the device was at end of life. The patient was getting referred to a surgeon to schedule a replacement. No further complications were reported.